Event description:
Infection has resolved.

Manufacturer narrative:
A patient experienced an infection at the cervical incision was reported to abbott. Surgical intervention was undertaken on an unknown date wherein the entire system was explanted. The patient was administered antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced an infection at the cervical incision. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.